Manufacturer narrative:
The investigation was completed on 28-jul-2022. A picture showing the tip of the catheter was received for analysis. An analysis was performed. The photo does not provide sufficient information related to the reported event and therefore, no result can be obtained from it. A manufacturing record evaluation was performed for the finished device 30691591m number, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and functional test of the returned device were performed following bwi procedures. Visual analysis revealed no anomalies on the device, no sharp rings or damage rings were observed. A dimensional test was performed, and outer diameters of the device were found within specifications. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a navi-star¿ thermo-cool¿ electrophysiology catheter and an electrode was damaged without foreign material with sharp/rough edges. During the procedure, the catheter could not advance in the sheath due to the impediment. Another vizigo sheath was used to complete the procedure. There was no report on adverse event on patient. The event was assessed as a not MDR reportable for a ¿resistance with sheath¿ issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury was remote. Additional information was received on 05-jul-2022. The middle of the second and third electrode of the catheter was uneven and scratched, making the third and fourth electrodes stuck and being unable to advance in the sheath. It was clarified that no vizigo sheath was used during the procedure. Another catheter was used to complete the surgery, not sheath. They were inserting the catheter into the sheath. The physical damage was a scratch. Additional information was received on 14-jul-2022. The catheter was scratched. The damage did not result in wires being exposed and it was unknown if the damage resulted in any lifted or sharp rings. The third and four electrodes could not enter the sheath, it was stuck. It was not known if the catheter was pre-shaped and the sheath brand, model and french size was unknown. The electrode issue provided on 05-jul-2022 was assessed as MDR reportable for an ¿electrode damaged without foreign material with sharp/rough edges". The awareness date for this reportable issue is 05-jul-2022.